Event description:
It was reported that a male patient underwent a premature ventricular contraction (pvc) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required pericardiocentesis. It was noted that this patient had a medical history of a cough from pneumonia that may have contributed to this event. It was reported that during a pvc procedure the patient developed a pericardial effusion which required pericardiocentesis. Additional information was received regarding the event. This event occurred during the mapping phase and there was no ablation at the site of injury. There was no transseptal puncture performed. The physician believes the cause of the event is perforation from the ablation catheter due to the patient coughing during the procedure. There was no product problem. The patient did require hospitalization due to the event. The last ablation cycle time was 40 watts for 60 seconds. Settings during the event include: thermocool setting / power controlled / normal impedance / normal force / irrigation setting 30ml/min / unknown brand 8f sheath was used. The power was not titrated during ablation. There were no error messages observed on biosense webster equipment during the procedure. The patient did receive anticoagulation during the procedure; however the act perimeters were not defined.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model#m-4800-01, serial# (B)(4)); stockert 70 system (model# m-5463-01, serial# (B)(4)); coolflow pump (model# m-5491-02, serial# (B)(4)). (B)(4).